Event description:
Customer reported on a bravo ph capsule that failed to attach. Customer noticed a small amount on the device. The pt was not injured following the procedure. Another capsule was placed normally.